Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, chronic pain and subsequent surgical intervention for partial mesh removal. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2019, the patient underwent surgery for repair of a supraumbilical hernia and a bard/davol ventralex st mesh was implanted to repair the hernia defect. It is alleged that on or about (B)(6) 2019, the patient underwent an additional surgery to repair a recurrent incisional hernia, had a partial mesh removal and at that time, the patient was also implanted with a bard/davol ventrio st hernia patch. It is alleged that as a result, the patient was injured severely and permanently. Attorney alleges that the patient's pain, disability, hospitalizations and additional surgeries were caused solely as a result of the negligence of the defendants. Attorney also alleges that the patient suffered and continues to suffer from chronic pain, has undergone and will likely require in the further other forms of care and medical treatments. It is also alleged that the device was defective.